Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. B97499,897489-inv,897488 -inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis, breast pain and nipple discharge. On (B)(6) 2017: the findings seen on the mammogram could be fibrocystic changes or heterogeneous asymmetric fibroglandular parenchyma. Concurrent conditions included uterine fibroids and breast cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood disturbances/ mood swings"). In 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced pruritus ("itchy"). The patient was treated with iron and surgery (essure removal, (B)(6) 2016 (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and mood swings had resolved and the pruritus, anaemia and uterine leiomyoma outcome was unknown. The reporter considered anaemia, dyspareunia, menorrhagia, mood swings, pelvic pain, pruritus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: pathology test showed sectioning of the nodules show tan to white, rubbery and whorled cut surfaces with no evidence of necrosis, hemorrhage or calcification. The right and left cornua each show a coiled wire consistent with an essure coil averaging 2 x 0.2 cm. One of the fallopian tubes has a paratubal cyst near the fimbriated end that is 0.8 cm in greatest dimension and contains straw-colored and serous fluid. Ultrasound pelvis - on (B)(6) 2016: the coils were seen in place in the tubes. Ultrasound scan vagina - on (B)(6) 2014: the patient¿s ultrasound that shows stable still fibroids and essure device in place. Complaining of right quadrant pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, uterine leiomyoma. These lot numbers are invalid: 897489 and 897488. L-897488-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. R-897489, b97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis, breast pain and nipple discharge. On (B)(6) 2017: the findings seen on the mammogram could be fibrocystic changes or heterogeneous asymmetric fibroglandular parenchyma. Concurrent conditions included uterine fibroids and breast cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood disturbances/ mood swings"). In 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced pruritus ("itchy"). The patient was treated with iron and surgery (essure removal, (B)(6) 2016 (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and mood swings had resolved and the pruritus, anaemia and uterine leiomyoma outcome was unknown. The reporter considered anaemia, dyspareunia, menorrhagia, mood swings, pelvic pain, pruritus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: pathology test showed sectioning of the nodules show tan to white, rubbery and whorled cut surfaces with no evidence of necrosis, hemorrhage or calcification. The right and left cornua each show a coiled wire consistent with an essure coil averaging 2 x 0.2 cm. One of the fallopian tubes has a paratubal cyst near the fimbriated end that is 0.8 cm in greatest dimension and contains straw-colored and serous fluid.. Ultrasound pelvis - on (B)(6) 2016: the coils were seen in place in the tubes. Ultrasound scan vagina - on (B)(6) 2014: the patient¿s ultrasound that shows stable still fibroids and essure device in place. Complaining of right quadrant pain.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 3-apr-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. R-897489,l-897488) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis, breast pain and nipple discharge. On (B)(6) 2017: the findings seen on the mammogram could be fibrocystic changes or heterogeneous asymmetric fibroglandular parenchyma. Concurrent conditions included uterine fibroids and breast cyst. On (B)(6) 2017 2014, the patient had essure inserted. In (B)(6) 2017 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood disturbances/ mood swings"). In 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced pruritus ("itchy"). The patient was treated with iron and surgery (essure removal, (B)(6) 2017 2016 (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and mood swings had resolved and the pruritus, anaemia and uterine leiomyoma outcome was unknown. The reporter considered anaemia, dyspareunia, menorrhagia, mood swings, pelvic pain, pruritus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 01-oct-2016: pathology test showed sectioning of the nodules show tan to white, rubbery and whorled cut surfaces with no evidence of necrosis, hemorrhage or calcification. The right and left cornua each show a coiled wire consistent with an essure coil averaging 2 x 0.2 cm. One of the fallopian tubes has a paratubal cyst near the fimbriated end that is 0.8 cm in greatest dimension and contains straw-colored and serous fluid.. Ultrasound pelvis - on 24-jun-2016: the coils were seen in place in the tubes. Ultrasound scan vagina - on (B)(6) 2017 2014: the patient¿s ultrasound that shows stable still fibroids and essure device in place. Complaining of right quadrant pain.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical record received. Lot no. Was added. Concomitant and historical conditions were added. Lab data was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. R-897489,l-897488,b97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis, breast pain and nipple discharge. On (B)(6) 2017: the findings seen on the mammogram could be fibrocystic changes or heterogeneous asymmetric fibroglandular parenchyma. Concurrent conditions included uterine fibroids and breast cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood disturbances/ mood swings"). In 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6)2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced pruritus ("itchy"). The patient was treated with iron and surgery (essure removal, (B)(6) 2016 (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and mood swings had resolved and the pruritus, anaemia and uterine leiomyoma outcome was unknown. The reporter considered anaemia, dyspareunia, menorrhagia, mood swings, pelvic pain, pruritus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: pathology test showed sectioning of the nodules show tan to white, rubbery and whorled cut surfaces with no evidence of necrosis, hemorrhage or calcification. The right and left cornua each show a coiled wire consistent with an essure coil averaging 2 x 0.2 cm. One of the fallopian tubes has a paratubal cyst near the fimbriated end that is 0.8 cm in greatest dimension and contains straw-colored and serous fluid. Ultrasound pelvis - on (B)(6) 2016: the coils were seen in place in the tubes. Ultrasound scan vagina - on (B)(6) 2014: the patient¿s ultrasound that shows stable still fibroids and essure device in place. Complaining of right quadrant pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 27-mar-2019: plaintiff fact sheet received : plaintiff aka name and lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood altered ("hormonal changes describe: mood disturbances"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). On an unknown date, the patient experienced pruritus ("itchy"). The patient was treated with surgery (essure removal, (B)(6) 2016 (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and mood altered had resolved and the pruritus, anaemia and uterine leiomyoma outcome was unknown. The reporter considered anaemia, dyspareunia, menorrhagia, mood altered, pelvic pain, pruritus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, pathology test showed sectioning of the nodules show tan to white, rubbery and whorled cut surfaces with no evidence of necrosis, hemorrhage or calcification. The right and left cornua each show a coiled wire consistent with an essure coil averaging 2 x 0.2 cm. One of the fallopian tubes has a paratubal cyst near the fimbriated end that is 0.8 cm in greatest dimension and contains straw-colored and serous fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: patient demography, indication added. New events added: abnormal bleeding (vaginal, menorrhagia); blood or heart disorder/condition type: anemia; dyspareunia (painful sexual intercourse); hormonal changes describe: mood disturbances; hysterectomy (partial);reproductive system disorder or condition type of disorder or condition: uterine fibroids and outcome of events were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pruritus ("itchy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pruritus outcome was unknown. The reporter considered pelvic pain and pruritus to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.